Event description:
Inpatient to cath lab for an nstemi. Performed her cardiac cath, during which she had rca disease that warranted stenting. During the procedure, she successfully delivered one stent. When attempting to place another stent distal to the first stent, the stent became entrapped in the proximal vessel with inability to remove or advance the stent. After multiple attempts of removing the stent, it was eventually removed from the body. Further imaging showed retained stent and/or wire fragment in the vessel and aorta and inspection of the removed equipment showed significant distortion of the stent and shearing of the wire.